Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the surgeon had a problem with the straight illuminator (straight lighting) fitting into the trocar and it got "blocked in the trolley" during a procedure. The product was replaced and the procedure was completed. There is no information on the patient's status. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Illuminator: no product sample were returned for evaluation. A review of the photo provided with the complaint file was reviewed. The photo shows the final customer pak item and lot associated with the complaint issue. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the review of the lot information provided indicated the product was released to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. All fiber optic light guide products are tested for light transmittance and image, are 100% visually inspected and are pull tested during the manufacturing process. The cannula needles are sampled during receiving to provide cannula diameter size conformity. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Trocar: no product sample has been returned for evaluation. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Photo attached to the parent complaint was reviewed. Photo confirms the product and lot numbers of the reported pak. No sample was returned and the device history record review of the lot number provided indicated product was released according to product¿s acceptance criteria, therefore, the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. Any nonconformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Both products are contained in the same final finished goods pak. The manufacturer internal reference number is: (B)(4).